Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the fiber tip was unused. There was no damage noted along the body of the fiber. Visual examination also revealed that light cannot travel to the fiber face within the sma connector to illuminate it , indicating that the fiber is broken within the connector. The condition of the returned device would cause insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva 200 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 60 watt. According to the complainant, during the procedure, the laser fiber was successfully attached to the console but when they attempted to treat the stone, it did not fire. The use of the fiber was discontinued, and the procedure was completed with another flexiva 200 laser fiber. There were no patient complications at the conclusion of this procedure and the patient condition was reported to be good. This event has been deemed a reportable event based on the investigation results; fiber broken within the connector.